Event description:
Event description guidant received information that during a routine follow up visit, this implantable lead displayed an out-of-range shocking impedance. The patient is not pacer dependant. The lead has been implanted approximately 2 months. The patient will be monitored as a device upgrade is scheduled in the near future.